Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a social media group iqvia regarding a patient receiving an unknown drug with an unknown dose and concentration for no known indication for use. It was reported that the patient's pain management doctor implanted their pump, and they do not mix he medicine that goes in the pump but that a pharmacy provides the medicine. It was noted that the pharmacy company does a lot of pump patients. The patient told their primary care provider (pcp) that the current medication the pain management healthcare professional (hc) was giving the patient was not working as well as before. The hcp stated that was because most likely that the patient's body was opioid saturated and in order to keep it to a lower dose was to dry the patient's body out and start over with medication to manage pain. The patient noted they wanted to go to a clinic to get their pump/catheter problem fixed, so that their pump can be back to normal. The patient told their family hcp that their current pain medication were not helping as well as before, and they thought that their body might be saturated with opioids(because of the high amount of oxycontin and oxycodone) that the patient was on to help manage pain. The hcp said that if I get into the clinic they might look at that and manage my pain without increasing the oral pain medication by drying the patient out and starting over, so they do not have to increase the oral medication more than what the patient was currently taking. It was noted that was if the pain pump can't be fixed to manage my pain as before. The patient noted just having questions on why their current medication was not working as well as before. The patient noted not wanting to increase the medication to help with the pain. The patient stated their hcp noted that more pain medication could make them stop breathing it was noted that in order to keep it to a safe level a body needs to be dried-out and then start over with those pain medications. The patient just wants their pump fixed and be able to manage pain level during the process (by taking oral medication if necessary) until they can be fix. The patient noted looking at the manufacturer website regarding their problems (catheter leaks, pump problems, etc.) And found not to use heat on the catheter, etc. No further information was provided. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.